Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited failure to sense and high pacing impedance. The lead was replaced during the procedure on (B)(6) 2020. No patient consequences.

Manufacturer narrative:
The complete lead was returned for analysis with the reported events of no sensing and high impedance. Electrical tests did not find shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into a test but did not pass insertion testing into the test is-4 connector sleeves. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.